Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A quote for diagnosis has not been accepted by the customer, therefore, there is currently no confirmation or resolution for this reported complaint. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported the unit was not cycling properly and delivering high pressure during a case. There was no report of patient injury.